Event description:
The customer tested her blood glucose and received a reading of 88 mg/dl using her contour meter. She retested using her elite meter and received a reading of 221 mg/dl, which was within her normal range. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.